Event description:
Took blood pressure monitor to doctor's office and had a paramedic take blood pressure and the monitor is reading off by 70+ points. Customer's blood pressure is much higher than it is actually reading.